Event description:
During an in clinic follow up, an increased threshold resulting in a loss of capture was noted on the right ventricular (rv) lead. Diagnostic imaging was performed and no anomalies were noted. The rv lead was explanted and replaced to resolve the event. The patient was stable.

Manufacturer narrative:
The reported event of loss of capture was not confirmed. As received, a complete lead was returned in one piece with the helix found retracted and clogged with dried blood/tissue. X-ray inspection found over torque of the inner coil consistent with procedural damage. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray inspections of the lead did not find any anomalies except for procedural damage.